Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the cylinder connecting tube. The patient had visited the hospital two weeks prior to the surgery because the product did not work well. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis found product device wear and fatigue that may have caused or contributed to the reported clinical observation of the device not working well. The report of a crack in the cylinder was not confirmed by analysis. Analysis of the associated pump found a hole and leak in the kink-resistant tubing which could have caused the mechanical issue observed clinically. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak and pressure tested, and examined using a microscope. The kink resistant tubing of both cylinders was found to be fatigued and worn down to the filament; exposed suture was present. Wear was also found on the quick connect window connector. Both cylinders passed all tests performed. No hole was found in the cylinders but the wear and fatigue may have contributed to the clinical observations. The associated pump was leak tested, visually inspected, and examined using a microscope. Analysis found a hole, and resultant leak, in the kink-resistant tubing of the reservoir. Under microscopic observation it was noted that the pump was contaminated with bodily fluid and therefore could not undergo functional testing. The identified of fluid leak in the tubing could have resulted in the decreased device function reported. Product analysis identified device malfunction with the returned pump. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, analysis determined that the clinical observations were likely a result of the hole in the tubing of the pump reservoir, possibly contributed to by the fatigue and wear of the device cylinders and connector.

Event description:
It was reported that the pump of this artificial urinary sphincter was slow to refill; the physician suspected an issue with the pump. It was noted that the patient was experiencing minor incontinence. The device was explanted and returned for analysis. No additional adverse patient effects were reported.